Event description:
A discordant advia centaur hbc igm result of 2.11 on a transplant patient sample was obtained. The following other markers were tested: hbs=non reactive, ahbs=non reactive, hbeag and ahbe both were non reactive, hbsbdna by pcr = <<100 copies. There was no report of adverse health consequences as a result of the discordant hbc igm result.

Manufacturer narrative:
A sample from this patient was sent to siemens health care and in-house test results confirmed the customers observed results. The cause for the discordant hbc igm result is unknown.